Event description:
It was reported that during a da vinci-assisted surgical procedure, the cannula was caught on the distal portion of the mega suturecut needle driver instrument when trying to remove the instrument. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi followed up with the initial reporter and obtained the following additional information: the mega suturecut needle driver instrument was inspected, and nothing was noted prior to use. The instrument wrist could not be straightened due to physical damage (e.g., broken main tube). The port incision was not increased in order to remove the instrument and cannula together. No fragment fell into the patient. The instrument did not collide with any other instrument or tool.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have the main tube broken. Fragments and the distal end were found missing and not returned. Additionally, the instrument was found to have a grip cable dislodged at the proximal end. The instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. The instrument was found to have dried residue around the clamping pulley cable groove. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.